Event description:
It was reported that the syringe in the kit to inflate the balloon had air in it and not sterile water. While I went to insert thermister foley.

Manufacturer narrative:
The reported event was inconclusive. No sample was returned for evaluation. A potential root cause for this failure could be due to "tip cover came off during shipping or in processing". It was unknown whether the device had met specifications. The DHR review could not be performed without a lot number. A labeling review was not performed because labeling could not have prevented the reported failure. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the syringe in the kit to inflate the balloon had air in it and not sterile water. While I went to insert thermister foley.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.